Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had been constantly restarting. A field service engineer (fse) reloaded the software, rebooted the station during repair work, cleaned the electronics drawer and around the back of the communication sled and power supply, checked for medications and cleaned debris from the bottom edge of the back panel, checked for loose drawers, and reseated the drawer cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the pyxis had been constantly restarting. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.